Manufacturer narrative:
The actual complaint product was returned for evaluation. Three representative samples were evaluated for lot number am5334281. Toluene has a sweet, pungent, benzene-like odor, while n-butyl acetate has a sweet fruit odor. Both are used as a solvent for a variety of applications. Both of these compounds were found at levels below the odor threshold. None of the three samples had a malodor that could be detected by simply smelling. The odor thresholds are values at which at least 50% of the population can detect a compound. The odor threshold values were for detection in air and were obtained from the national institute of health website. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. The device history record for the lot number, am5334281, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that two staff members are reacting to the mask that included dizziness and shortness of breath with the use of an inhaler. Additional information was received on 16-may-2016 that states, there were two users of the mask that had reactions. One user complained of itching in the throat and fuzzy tongue. The symptoms resolved shortly after the removal of the mask and this event is not reportable the second user reported dizziness, shortness of breath that resulted in the use of a personal inhaler the user had on hand. The symptoms resolved approximately 30 minutes later. Both end-users have discontinued the use of the mask with no further reported issues. There was no reported medical follow-up required for either of the two users.